Event description:
The pt was revised because of poly wear.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the polyethylene wear; however, polyethylene wear after approximately 16-1/2 yrs implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.